Manufacturer narrative:
We are still anticipating the return of the device involved. The lot number and date of purchase is unknown. Once the product is received we will know more regarding the age of the device. There has been a total of (B)(4) sold of this product code with 8 complaints recorded since 2012. (0.17%) a follow up report will be submitted once we have received the product or received additional information.

Event description:
The tip of the ball tip nerve hook broke off during the procedure and fell into the patient. The peice was retrieved with no additional delays or affect on the patient.